Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation, however, an alternate sample from one of the identified lots was returned from stock for investigation, simulation use tested and no defects were noted during visual evaluation and simulated use testing. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted following evaluation.

Event description:
A peritoneal dialysis (pd) patient reported the cycler alarmed during fill 1 of treatment and noticed fluid leakage. Patient removed the cassette and found a large hole in the back of the cassette. The patient's peritoneal dialysis registered nurse (pdrn) was notified. The set was discarded. During follow up, the patient reported there were no serious injuries or complications. The patient's effluent remained clear. Patient was not prescribed antibiotics.